Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that a refractive surprise with post operative refractive treatment value more than or equal to one diopter in the right eye of a patient after lasik surgery. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Laser was successfully verified prior to and after surgery date. Most recent technical site visit confirmed device met specifications as per service installation record. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment. The logfile shows successfully performed treatments on that day. The reported treatment could be identified in the logfile. The logfile shows that the reported treatment of right eye was performed successfully without interruptions. Review of the logfiles for the treatment day does not show any other relevant warning or error messages. The root cause could not be identified during logfile review. No root cause for the customers reported event could be determined. The manufacturer internal reference number is: (B)(4).